Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist remotely connected to the server, ran the server downtime query to verify message crossover, logged into health sight viewer (hsv) to confirm there were no delayed or missing patient information or orders, and the customer confirmed normal operation. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new orders were not crossing over to the station and new patients were not showing up on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.